Event description:
It was reported that the patient presented for a scheduled generator change procedure due to normal eri. During the procedure, the physician damaged the insulation on the lead while excising the pocket, which was repaired using a lead repair kit. When the lead was connected to a new device, all impedance values were high and out of range. However, the lead was tested through patient system analyzer and found to be normal. The impedance values were high again when tested through the device. A new can was connected to the lead and the impedance values were normal. The patient was stable post procedure.

Manufacturer narrative:
The reported field event of high impedance was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found. The cause of the field event remains undetermined.